Event description:
Hot compresses were being used on child's left anticubital fossa and right outer leg in preparation for intravenous line insertion. When removed, blistering of the child's skin was noted in both left anticubital fossa and right lower outer leg. Areas were treated with silvadene twice daily followed by sterile dressings. Labeling for this product clearly states "do not apply directly to skin."invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.